Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the affiliate that during a splenectomy procedure, the device would not release, even with the use of the manual release lever. Unknown how case was completed. There were no adverse consequences to the patient. The device was discarded as the patient has hepatitis c. Additional follow-up provided, the ec60 was stuck on the spleen. The spleen was already free of the body, and device/spleen were removed from the patient. The spleen was then removed from the device. There was no impact to the patient. The user was trained. The hospital will not supply patient information.